Event description:
Procedure: gastric bypass. According to the reporter: customer reports that the idrive stopped 30mm into the firing sequence. The xl adapter was being used along with a 60mm white reload on the small bowel. The surgeon paused for 15 seconds prior to continuing to fire although, the firing sequence would not continue. The blue light did not turn on. Surgeon opened a endo gia and 60 mm white reload to complete the procedure. The endo gia is the standard idrive adapter. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovered. The devices will be returned for evaluation.

Manufacturer narrative:
(B)(4). Supplemental report sent to FDA on 4/6/2015.

Manufacturer narrative:
(B)(4).